Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MFR: 2134265-2017-06999. It was reported that a pericardial effusion occurred post procedure. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman laa closure device & delivery system was inserted via the watchman access system and the closure device was successfully implanted. There were no issues during the procedure. Within an hour post implantation the patient developed a small pericardial effusion around the laa. Heparin was reversed out of precaution. No intervention was necessary. The patient was stable and went home the next day.